Event description:
It was reported that during brk needle placement within the right atrium, in preparation to perform the transseptal puncture, the needle's valve came apart. The device was replaced with no consequences to the patient.

Manufacturer narrative:
Visual inspection of the returned needle revealed the wave spring was missing. The valve/handle was loose and not attached to the needle. A similar wave spring was obtained from a similar device, which was successfully attached securing the handle/valve to the needle. How or when the wavespring detached could not be determined. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. (B)(4).